Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1917703) presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the white advancer tube of 5f mynxgrip vascular closure device (vcd) was not present following plug deployment. There was no reported patient injury. The procedure type was peripheral arterial. The procedure uses a retrograde approach. The deployer¿s is mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Hemostasis was achieved by manual compression. The patient's hospitalization was not extended as a result of the event. The patient recovered.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated according. As reported, the white advancer tube of 5f mynxgrip vascular closure device (vcd) was not present following plug deployment. There was no reported patient injury. The procedure type was peripheral arterial. The procedure used a retrograde approach. The deployer¿s was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Hemostasis was achieved by manual compression. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was retracted to the shuttle. The sealant sleeve remained in manufacturing position. Upon sealant sleeve retraction, the sealant was found protruding from the shuttle cartridge, exposed to blood. The advancer tube remained inside the shuttle cartridge. Per functional analysis, the shuttle down procedure was simulated (per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure to deploy advancer tube was confirmed due to the condition in which the unit was received for analysis. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.